Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer experienced high blood glucose value of 459mg/dl. Patient's current blood glucose value was 468mg/dl. The customer got multiple no delivery alarms but insulin exits with the manual prime. The customer was treated with manual injection and customer declined troubleshoot for high blood glucose. The device is not expected to be returned for analysis.